Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that her tracheostomy tube was crooked at the flange so that the shaft was not at 90 degrees from the flange. The customer reported that she had placed the trach in her throat and then removed it.